Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Cine films provided with the complaint were reviewed and showed the following based on the reviewer¿s discretion: the valve was deployed to 80% and coronary perfusion was confirmed on angiogram. The valve was deployed to 100% and a post dilation was performed to expand the valve. The valve dislodged and was sitting in the ascending aorta. A second valve system (non-medtronic valve) was deployed at 80% in a deeper position and coronary perfusion was confirmed on angiogram. The second valve system was deployed to 100% and the angiogram confirmed that there was no coronary perfusion. The cine review concluded that the first valve was deployed in a shallow position and it dislodged after the post dilation was performed. There was no imaging to confirm the use of the snare to move the valve into the ascending aorta. The recapture of the valve was also not confirmed. The cine review was able to confirm that a second valve system was introduced and at 80% deployment, there was coronary flow. However, when the second valve was 100% deployed, there was no coronary perfusion seen on the angiogram. There was no evidence to confirm that the protamine reaction was the cause of patient death. In addition to the cine review, the patient¿s executive summary indicated that the sinus of valsalva (sov) and right coronary measurements were under the requirements for this valve which may have contributed to this event. Regarding the dislodgement of the first valve that was seen in the cine images, potential factors that can influence a valve to dislodge include, but are not limited to, tension applied on the delivery catheter system (dcs) during positioning, patient calcification levels and compliance of the aorta and native vessels. However, based on the cine review, the valve dislodged after the post dilation was performed so the balloon may have affected valve positioning. Valve dislodgement events are typically not related to a device malfunction. With respect to the coronary occlusion, the cine review concluded that there was no coronary perfusion after the second valve system (non-medtronic) was fully deployed. The root cause of the coronary occlusion could not be determined from the available imaging. Regarding the reported hypotension and decrease in heart rate, it was likely an effect of the coronary occlusion. The root cause for the valve expansion issue that necessitated the post dilation also could not be determined. In this event, the patient died. Per the physicians, it was unclear if the patient had an adverse effect to the protamine or if the transcatheter valve occluded the lm artery. However, it was also reported that after reviewing the case plan and angiograms the physician did not believe it was an issue with the valve but rather a protamine reaction. The lot number of the protamine was to be tested but at this time, there is no additional information. Multiple attempts have been made to obtain information regarding the protamine testing. An autopsy was not performed so the cause of death could not be conclusively determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment, a root angiogram was taken to identify flow to coronary vessels. At that time, it was visually confirmed that both the left main (lm) and right coronary artery (rca) were not occluded by the transcatheter aortic valve. The valve was recaptured one time due to depth as it appeared deeper than ideal. There were no other issues with deployment at 1-2 millimeters (mm) below non-coronary cusp (ncc) and 2mm below the left coronary cusp (lcc). Post dilation with a 22mm bard true balloon was performed. The implant procedure was completed and ¿typical steps¿ were carried out which included the administration of protamine to reverse the effects of heparin. Approximately 20 minutes after the procedure, the patient¿s blood pressure and heart rate decreased. Advanced cardiovascular life support (acls) was initiated. Due to the temporary pacing wire, st segments were not noticeable. Physicians obtained access via femoral artery and an angiogram of the aortic root was obtained. It was determined that there was no blood flow to the sinus of valsalva, lm or rca. The transcatheter valve was snared off the annulus and placed in the ascending aorta. As reported, prior to this snaring the valve was in the same implant position and had not migrated nor was it dislodged. Following this, root angiograms were produced to visualization of blood flow to the lm or rca. Anticoagulants were administered and the lm was engaged with a coronary guide catheter. The lm was determined not to have any coronary artery disease (cad). Despite, acls attempts, the patient died. Per the physicians, it was unclear there was an adverse effect to the protamine or if the transcatheter valve occluded the lm artery. However, it was also reported that after reviewing case plan and angiograms the physician did not believe it was an issue with the valve but rather a protamine reaction. The lot number of the protamine was to be tested. The results were not yet known. No autopsy was performed.

Manufacturer narrative:
Additional information was received which indicated that the post dilation with balloon was performed due to the valve frame expansion issue. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.